Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that she was in the emergency room with high blood glucose of 538mg/dl. Initially, the customer reported that she has been in the hospital due to an infection and was released. The customer stated that she was taking a medication, which caused her blood glucose to rise. No further information was provided.